Manufacturer narrative:
It is unknown whether the reported revision surgeries were all related to medtronic catheters. This event was identified from the maude database. It was not possible to follow up with the initial reporter as no contact information was available. The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that a patient with multiple allergies including latex and vancomycin as well as an alpha-1 antitrypsin deficiency and an abnormal foreign body response has had more than a dozen shunt operations over the last three years. According to the report, the pattern of shunt failure is very predictable in that the patient is initially well and around 2-4 weeks post op, the patient has localized pain in relation to the catheter. Reportedly, there is redness and pain over the catheter¿s tunneled course or pleuritic/ diaphragmatic irritation related to the distal end. It was reported that while the wound initially heals, the shunt tubing erodes through the skin about 5-6 weeks post op resulting in shunt removal. It was also reported that competitor products as well as medtronic products have been used in the past with this patient. According to the report, the patient does not have trouble with the valve itself and only has a problem with the catheter. About 18 months ago, the patient had redness 6 weeks post op, which did not progress to wound failure, and that shunt survived for over a year before failing due to a csf infection.